Event description:
Infection: whole system explanted or capped. Mdt products and stj products involved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).